Event description:
The target lesion was located in the circumflex. The lesion was calcified and had been predilated. While the physician inflated the cypher delivery system, the stent slipped off the wire and started to move inside the patient. There was an effort to find the cypher stent with the help of screening 4 limbs but no evidence of the stent was found.

Manufacturer narrative:
This device is distributed outside the united states ; however it is similar to the united states product. Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The complaint received states that the cypher stent dislodged in side of the patient. The target lesion was located in the circumflex. The lesion was calcified and had been predilated. While the physician inflated the cypher delivery system, the stent slipped off the wire and started to move inside the patient. There was an effort to find the cypher stent with the help of screening 4 limbs but no evidence of the stent was found. There was no report of injury for the patient. One non sterile cypher select + 3.00 x 13mm was received coiled inside a plastic bag. The stent was not received. Were received a guide catheter and a guide wire both unknown. The balloon was already inflated. Sds did not show any damage. Crimping and bumping marks were observed in the balloon. No more anomalies were found. During microscopic analysis crimping and bumping marks were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "stent dislodged-in patient" could not be confirmed; since there is evidence of the balloon was already inflated, also crimping and bumping marks were observed. The exact cause of the failure experienced by the customer could not be determined. It is likely that procedural factors could contribute with the reported issue. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. The reported failure "stent dislodged-in patient" could not be confirmed; since there is evidence of the balloon was already inflated, also crimping and bumping marks were observed. The exact cause of the failure experienced by the customer could not be determined. It is likely that procedural factors could contribute with the reported issue. Neither the DHR review not the product analysis suggests that the reported failures are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.